Event description:
It was reported that the external pulse generator was returned for its preventive maintenance/calibration as well as repair of the "pm loop." It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was broken, the lower case was contaminated, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the lead flex cover was contaminated, the battery contacts were compressed, two side bails were missing, the ring was missing, the battery drawer was contaminated, the keyboard pad was contaminated, the battery drawer o-ring was contaminated, the encoder flex was damaged, and the display was missing pixel segments. (B)(4).